Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: the device was not returned for evaluation. Medical records were not provided. Therefore, the investigation is inconclusive for the reported patient-device incompatibility and malposition of device as no objective evidence was provided for review. Based upon the available information, the definitive root cause is unknown. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through litigation process that five years, eleven months and twenty-four days post a port placement procedure, the filter was allegedly tilted. It was further reported that the multiple struts had allegedly penetrated the luminal wall of the inferior vena cava, the aorta and the pericaval fat, with struts abutting small bowel, vertebral bodies, aorta and lumbar plexus. There was no reported patient injury.